Event description:
A re-angiogram was done in a case of symptomatic pt diagnosis found the implanted vision stent was significantly restenosed. The proximal stenosis was directly on the main stem (95%). Therapy was in the proximal lad with implantation of another company's 3.5x12 drug-eluting stent.